Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Noise resulting in automatic mode switching episodes were observed. Lead damage was suspected. The lead was explanted and replaced and during the procedure, outer coil damage was visually observed. The patient was stable with no adverse consequences.

Manufacturer narrative:
The complete lead was returned for analysis. Visual and x-ray examinations found the helix was partially extended and clogged with dried blood and tissue. In addition, an external abrasion breaching the outer insulation and exposing the outer coil was observed. A full breach degradation of the outer insulation was also observed. Electrical continuity measurements and testing for internal shorts were performed while manipulating and stretching the lead and no conductor fractures or internal shorts were found. The reported lead noise and damage were confirmed. The cause of the event was due to lead friction to the device causing an insulation abrasion breaching the outer insulation and exposing the outer coil, proximal to the suture sleeve tie down impression. A full breach insulation degradation was also noted adjacent to the suture sleeve tie down impression.